Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was 395mg/dl at the time of the incident. The customer stated that the insulin pump was neither dropped nor bumped. The customer stated that they kept the insulin pump in their bra. Troubleshooting did not resolve the issue and display did not return. Troubleshooting for pump exposed to fluid was performed but could not be completed due to blank display. Troubleshooting for high blood glucose found the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.